Event description:
The manufacturer received information alleging a ventilator's lcd screen blacked out when in use. There was no harm or injury reported. The device continued to deliver therapy. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen blacked out when in use. There was no harm or injury reported. The device continued to deliver therapy. The ventilator was returned to the manufacturer's service center and the customer complaint was confirmed. The device's display board was replaced to address the issue. Additionally, the device's software information was inaccurate. The system board was replaced to address the issue. This would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested and passed all final testing.